Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric bypass laparoscopic procedure, the first device was difficult to toggle and the second needle disengaged into the patient's cavity that was retrieved by grasper. Another device was used to complete the case. There was no patient injury.